Event description:
A customer contacted beckman coulter inc., (bci) stating that the unicel dxh 800 coulter cellular analysis system did not flag blasts on patient specimen with instrument differential flags. A manual differential was performed due to the specimen generated other differential flags and 10% blast cells were observed on the manual smear. The erroneous results were not reported out of the lab. No death or injury has been reported and patient treatment was not affected by this event.

Manufacturer narrative:
The sample was collected in 4ml edta tube and sampled within 12 hours of collection. The instrument is within qc specification with respect to controls (accuracy) and reproducibility (precision). Service was not dispatched for this event. A clear root cause can not be determined for this event.